Manufacturer narrative:
(B)(6) bd received samples and photos from the customer facility for investigation. The photos were evaluated, and residual blood was observed in the well of the stopper, which can also be expected as noted in the product insert. The customer samples were tested and no issues relating to blood collecting in the well of the stopper was observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for blood pooling in the well of the stopper with the incident lot was not observed as all samples met the required specifications. Although the photos depicted residual blood (i.e., droplet of blood) in the well of the stopper, this can be expected as per the product insert which states: "after venipuncture, the top of the stopper may contain residual blood. Take proper precautions when handling tubes to avoid contact with this blood." Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that during use, a bd vacutainer® plastic sst¿ ii advance tube with bd hemogard¿ closure malfunctioned as a ¿nurse was taking blood from a patient using a vacutainer tube and eclipse stand-alone needle. When the nurse began doing inversions on the tube to mix the sample she had blood spatter on her face.¿ medical intervention was required as ¿the correct trust guidelines were followed and post exposure procedure completed by the nurse. No additional testing for hiv, no antiviral drugs were taken by the nurse.¿